Manufacturer narrative:
During the quality investigation testing, overheating was duplicated. Further investigation revealed a broken rotor and other component parts. The parts were replaced and the device was repaired, cleaned, lubed, adjusted and returned to the customer.

Event description:
A stryker core impaction drill was sent in for repair due to overheating during a wisdom teeth extraction. No patient injury was reported; the procedure was completed with another drill without any procedure delay.